Event description:
It was reported to boston scientific corporation that an pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen (B)(6) 2009 and presented disruption of the suture line at the apex anteriorly following sexual intercourse. The patient was seen again (B)(6) 2009 and underwent a second procedure to fix the disruption. Visible and palpable extruding mesh was trimmed and the defect closed. The patient was seen on three post-operative visits after (B)(6) 2009. The final post-operative visit was (B)(6) 2009 and the patient presented no exposed mesh. Approximately one year later, the physician received a request to transfer the patient's records to a urogynecologist. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.